Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged pole clamp assembly was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pole clamp rubber and pole clamp knob were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp assembly. No additional information is available.